Event description:
The balloon catheter was used to treat a chronic total occlusion (cto) in the left popliteal (pt) artery. The balloon ruptured during the second inflation at 8atm. There was no patient impact or harm. The distributor indicated the device was prepped per IFU. A popliteal intervention procedure was being performed. The vessel calcification was reported to be moderate with 70% stenosis and a lesion length of 70mm. The procedure was completed with another balloon of equal size. No medical intervention was required. The patient was in good condition.